Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30july2019. The gas delivery system assembly was returned for failure investigation (fi). The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gds assembly was installed into the fi test ventilator and no failures were generated during all required testing. During preventative maintenance (pm) service the product support engineer (pse) could not duplicate the reported issue of center push-button failure. The pse found that failed during air delivery/flow accuracy on the performance verification test and recognized value was out of specification so the airflow sensor assembly was replaced to address the issue. The pse confirmed the reported issue of airflow accuracy failed during servicing but the issue could not be duplicated during fi on the returned gds assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the center push-button on the nav-ring failed. The customer reported there was no patient involvement.